Event description:
The article, "snorkel stenting during transcatheter aortic valve implantation: a single-center study", was reviewed. The article presented a retrospective, single center study to evaluate the safety and clinical outcomes of snorkel stenting in patients at high risk of developing coronary obstruction (co). Devices included in the study were trifecta, mitroflow, freestyle, corevalve, evolut r, evolut pro, perceval, toronto, evolut pro+, evolut fx, sapien 3, and sapien ultra. The article concluded that snorkel stenting should be considered for selected high- or prohibitive-surgical-risk patients undergoing transcatheter aortic valve implantation (tavi) who are at increased risk of developing co. This technique showed favorable procedural outcomes for preventing co occurring during or in the perioperative period of tavi procedures. [The primary and corresponding author was massimo baudo, department of cardiac surgery research, lankenau institute for medical research, main line health, wynnewood, pa 19096, USA, with corresponding email: massimo.baudo@icloud.com]. The time frame of the study was from january 2018 to december 2023. A total of 21 patients were included in the study, of which 8 (38.1%) received an abbott device. The average age was 81.3 years and the majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, prior endocarditis, smoking, chronic lung disease, dialysis, prior transient ischemic attack, stroke, peripheral artery disease, coronary artery bypass graft, prior mitral/tricuspid surgery, atrial fibrillation (paroxysmal, persistent, permanent), atrial flutter, preoperative rbbb/lbbb, and prior pacemaker/implantable cardioverter defibrillator.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, prior endocarditis, smoking, chronic lung disease, dialysis, prior transient ischemic attack, stroke, peripheral artery disease, coronary artery bypass graft, prior mitral/tricuspid surgery, atrial fibrillation (paroxysmal, persistent, permanent), atrial flutter, preoperative rbbb/lbbb, and prior pacemaker/implantable cardioverter defibrillator. Complications reported included surgical intervention (valve-in-valve), unexpected medical intervention (post-dilatation, blood transfusion), hospitalization, stroke, heart block, aortic regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: snorkel stenting during transcatheter aortic valve implantation: a single-center study